Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal hydromorphone via an implantable pump for non-malignant pain. It was reported that the patient wanted to know if there was a way to find out when the pump releases medication during the day and at night. The pump had never worked for the patient. They had a new pump put in a few months ago and it helped a little bit but not enough. Patient noted they had a problem called adhesive arachnoiditis and they needed all the help they could get for pain. Patient stated that attempting to use boluses did not work for them. Patient stated they made the patient get up more often than they already did in the middle of the night because they could not control when that happened. Patient stated that the therapy was not effective enough and had to take additional medication. They wanted to coordinate the additional medication with their pump. Patient was redirected to their managing healthcare provider (hcp). An email was sent to the medtronic representative (rep) in the area. Additional information was received from the patient reporting that the issue had not yet resolved. The patient stated that their current pump was not much more good than the pump that was just hanging there. Patient stated that they could not get anyone to do anything. Patient stated that about a month ago, they went to have the pump refilled and healthcare provider (hcp) stabbed about 15 holes in their belly trying to refill the pump and it took forever. Patient stated that they had scabs on their stomach for about a week.